Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. Before introduction of the taxus liberte' 3.0x32mm drug eluting stent into the patient, it was noted that one of the stent struts was deformed. The procedure was completed using another device. No patient injuries or complications were reported.

Manufacturer narrative:
Visual and microscopic examination of the returned device revealed damage to the stent. One strut was raised on the third row from the proximal end. The complaint report states that one stent strut was deformed, before the introduction inside the patient. There was no evidence of the device having been prepped for use. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A review of the shop floor paperwork found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause of the complaint incident could not be identified.